Manufacturer narrative:
It was reported that the epatch sensor - 2.5 shocked and burned the patient. The device was returned for investigation. The sensor was inspected for general physical integrity and the exterior housing was found in good condition, only minor wear was observed. Engineering evaluation could not confirm the reported event of "patient called stated the device shocked and then burnt her". There was no evidence of any leakage of current or temperature excursions as the sensor passed functional testing. Device evaluation concluded that the allegation is unconfirmed as functional testing verified there was no product malfunction or defect.

Event description:
It was reported that on an unknown date the epatch sensor - 2.5 shocked and burnt the patient and an increase in temperature was noted. The patient reported that they went to a walk-in clinic where they applied cream to the affected area. The patient stated that the device was placed originally at the prescribing clinic and the skin prep is unknown.